Event description:
A report was received that a patient's precision system was explanted due to an infection at the ipg site. The patient's symptoms were redness, soreness, hardness and a little bit of pus around the pocket site. A culture was taken, and the patient was treated with IV antibiotics.